Manufacturer narrative:
The technician found the foot end brake linkage was broken. He installed a brake/steer upgrade to repair the stretcher.

Event description:
Info rec'd indicates the brake will not lock at the foot end of the bed. The head end brake is still locking.